Event description:
The subject device is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. During initial inspection and testing, it was observed that the touch screen remained dark after powering on the device. Further testing found there was no image on the monitor screen, color bars were displayed, there was an intermittent image, and the display was black on the front panel. In addition, the fan speed rotation was abnormal. This report is being submitted for the malfunctions found during the device evaluation. There was no patient involvement, as the issues were observed during service.

Manufacturer narrative:
During inspection and testing, service found there was no image on the monitor screen, color bars were displayed, there was an intermittent image, and the display was black on the front panel, due to a faulty printed circuit board. In addition, the abnormal fan rotation speed was due to a faulty fan unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the root cause of the printed circuit board failure and the fan unit failure could not be determined. In addition, service found that the spacer was damaged. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.